Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 10am with blood glucose of 1200 mg/dl. Customer¿s current blood glucose is 101 mg/dl. The customer was treated with insulin pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on troubleshoot customer didn't allege insulin pump is under delivering. Customer's last blood glucose was 501 mg/dl and treating with the insulin pump. The insulin pump will not be returned for analysis.